Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states:"loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." The user facility is outside of the united states. No medwatch report was received. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states:"loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that the patient underwent a total hip replacement in (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2013 due to cup loosening.